Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the needles are breaking from the holder and the needle is bending when the tube is attached on an unspecified number of units, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the needles are breaking from the holder and the needle is bending when the tube is attached on an unspecified number of units, requiring recollection of the sample. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-may-2025. Investigation summary: bd received 52 samples (48 unopened, 4 opened) for investigation. Out of these, the 4 opened samples were attached to a holder and underwent visual inspection for bent cannula, resulting in one sample failing due to a bent cannula. These same 4 samples were also inspected for hub/collar separation, with three samples failing due to the hub separating from the collar. Additionally, 30 unopened samples were selected randomly and inspected for bent cannula; all samples passed as there was no evidence of bent cannula. Furthermore, 20 unopened samples were inspected for hub/collar separation and defective locking mechanisms; all samples passed as there were no signs of damage or device separation during the activation of the safety shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: bent and breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.